Manufacturer narrative:
A.1.- a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz roller pump 150. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about an essenz hlm that showed the error message ¿art. Pump issue (2335)¿ related to the arterial pump, and the pump box was red with a wrench. The issue occurred after the case was completed with no patient impact. After the error message, the pump stopped and the perfusionist tried to increase the rpm of the pump, but it would not turn. Reportedly, the problem was solved by restarting the hlm; after that, the pump worked normally.